Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the motor is grinding noise. The dealer stated the chair is pulling slightly to the right.